Event description:
It was reported that during an unknown procedure half of the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Instrument was received and after visual inspection, it was noted that the device had a label which read sterrad. The device was returned with the tissue pad damaged, melted and a portion not returned. The device was connected to a test handpiece and generator and it activated during functional testing. The device was disassembled to inspect internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.